Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was last night the patient had a nightmare and the stimulation went up full volume on the inside of them and the patient raised up and it felt like they had a knot in their back and it woke them up but then it cut itself off. The patient laid down and went back to sleep. The patient tried to turn the stimulation up this morning but they could not get the stimulation to respond like it usually did; pt was not getting no message telling them they could not. Pts controller was at 100% and the implanted neurostimulators battery was still at 70%. Pt noted the ins battery did not deplete in charge last night which was unusual. Patient mentioned that they had sciatica really bad on both sides and they had not had a pain at all since they were implanted. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient and discussed what happened. The stimulation increased because the patient changed position. The scs did not increase intensity on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.